Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a magnetic resonance imaging (MRI) on friday and when clinician checked pump logs today it showed a motor stall with no recovery. The hcp stated that patient did experience "some itching over the weekend" but no acute withdrawal and patient did not report hearing the pump alarming over the weekend. The hcp did hear pump alarm after interrogating today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.